Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 cgm and the ilet, resulting in signal loss to the pump; during agent guidance to the cgm menu, glucose readings resumed, indicating an interoperability communication issue involving the antenna/electrical-magnetic component domain. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.